Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user perceived the ilet was not charging to full capacity, displayed a solid light on the charger, and appeared to lose charge faster than previously. Symptoms included no adverse clinical effects. Outcomes included no impact to health. Investigation included a firmware update, device log review, and technical troubleshooting and education. Investigation of this case revealed battery performance within expected parameters, with logs showing typical state-of-charge changes over 24 hours and no abnormalities. It was concluded that the device battery functioned as intended and no malfunction was identified.